Event description:
It was reported that during a breast biopsy procedure, the inner needle allegedly bent while penetrating and the cutting didn't go all the way. It was further reported that the needle was allegedly removed by excessive force. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one mission biopsy device was received for evaluation. During visual evaluation, the device appeared to have residue throughout and the device was returned in initial configuration with the cannula at the 00 mm position and the sample notch was not exposed. It was noted that the sample notch was bent backwards and no other visual anomalies were noted to the device. During dimensional observations, the acceptable range for the notch thickness is 0.0215" ± 0.0040". The notch thickness was measured, and found to be 0.0218¿. This measurement was within the acceptable range. The functional testing was not performed, due to the nature of the complaint. Therefore, the investigation is inconclusive for the reported difficult to remove as the condition of the use could not be replicated, however, the investigation is confirmed for the reported bent needle as the sample notch was noted to be bent. A definitive root cause for the alleged bent needle and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a breast biopsy procedure, the inner needle allegedly bent while penetrating and the cutting didn't go all the way. It was further reported that the needle was allegedly removed by excessive force. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2025).